Event description:
It was reported by service report that the ground prong was broken off of the power cord. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.